Event description:
A report was received that the patient had not been able to charge the generator due to coupling issues. The ipg pocket was likely too deep and had seemed to have healed at an angle. The patient underwent a revision procedure wherein the ipg was relocated and placed more superficially. No device malfunction suspected. The patient was able to charge and reportedly doing well postoperatively.